Event description:
It was reported that the patient underwent a sustained tachycardia (st) episode in which therapy was initially withheld by wavelet,then the transition counter was applied and inappropriate therapy was delivered. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).